Event description:
It was reported by the patient that the pod's pink slide did not move forward indicating a needle mechanism failure. The blood glucose levels reached 316 mg/dl while wearing the pod between 4 and 24 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: bp2a.250605.031.a3.s721usqu7cyi6. Hardware: sm-s721u. Cgm sensor type: g7.

Manufacturer narrative:
The device was received fully deployed. No damages or defects were observed that would contribute to a needle mechanism failure. The needle mechanism was reset and was observed to deploy as intended upon manual rotation of the ratchet gear. The exposed portion of the soft cannula was observed to be shortened resulting in the soft cannula measuring out of specification and a failure of the fluid path. The cause and timing of this damage could not be determined. All data was lost. Due to not being able to inspect data and not being able to determine the exact timing of needle mechanism deployment, the cause of the reported needle mechanism failure could not be determined.